Manufacturer narrative:
According to the information provided by the technician, no parts were replaced or adjusted to resolve the issue. Monitoring subsystem shall activate turbine module communication error when the blower status message timestamp has not been updated for more than 3s and 13±2 s has passed after power on for the system. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has not been determined. Event site name: (B)(6). Event site address: (B)(6).

Event description:
During evaluation of device's logs, it was found that the ventilator generated technical error code indicating turbine module communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).